Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial,dry with residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1m vicm5_12.1 implantable collamer lens, -07.00 diopter, in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient requested to change the lens to a lower power because he felt the visual acuity was too good. The lens was exchanged for a same length/model but different diopter lens (-06.00) and the problem was resolved. The cause of the event was unknown.